Event description:
It was reported there was lead noise on the right ventricular channel. The device was explanted and replaced.

Manufacturer narrative:
(B)(4). The reported noise was confirmed in the laboratory via review of the stored electrograms. The device was tested on the bench and no anomaly was found. The cause of the noise could not be determined.